Manufacturer narrative:
The available information suggests that this patient's device remains inservice. The event will be reopened if additional information is received and/or the device is returned to boston scientific's post market quality assurance laboratory for testing.

Event description:
Boston scientific crm received information from an implant form that during this implant procedure, this patient's blood pressure became low and a cardiac tamponade was identified. A pericardiocentesis procedure was performed and the patient's condition stabilized. Defibrillation threshold (dft) testing was not performed.